Manufacturer narrative:
For both c702 analyzers, the field service engineer could not determine a cause. The vacuum pump and gear pump pressures were checked and the checks were successful. The photometer and blank values were checked and the checks were successful. No deviations were noted in quality control data. No alarms were observed on the alarm trace. Calcium precision passed. The customer ran water as a sample and no calcium was detected in the sample. All operational checks were successful. The customer ran controls and these were successful.

Event description:
The initial reporter stated that 25% of patient samples tested with ca2 calcium gen.2 on two cobas 8000 c 702 modules had results that were higher than expected. Data was provided for a total of 54 patient samples with questionable calcium values. All sample values were reported outside of the laboratory and questioned by a physician. The laboratory believed all values to be correct, but a physician stated the results did not match the clinical picture of the patients. The samples were tested on c702 analyzer serial number (B)(4) using calcium reagent lot 55758601 (expiration date = 30-sep-2022). The samples were tested on c702 analyzer serial number (B)(4) using reagent lot 54818901 (expiration date = 31-jul-2022).

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent performance issue. Upon review of the alarm trace, there were abnormal probe aspiration errors. This is an indicator of poor sample quality. The customer ran correlation studies with another cobas 6000 system and a beckman coulter analyzer. The results were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.